Event description:
It was reported that the pt believed a lead was poking her bottom, however, she was unsure if it was lead or something else. It was reported (B)(6) 2011 that the device was reprogrammed successfully and she was no longer having problems with her device. Ten days later, pt reported shocking or jolting sensation and constipation. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).